Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had no motor movement or negligible movement and retries to free a stuck motor failed. The customer's blood glucose level was unknown at the time of incident. The customer stated that they were able to clear the alarm and they were not able to rewind the pump. The customer also stated that the insulin pump had post-reset ram crc alarm. Advised the insulin pump requires replacement and to discontinue use of the pump and to revert to backup plan. The insulin pump will be returned for analysis.